Manufacturer narrative:
Failure analysis noted that the pump had no down button response due to flattened button dome switch. There was no ramping numbers on its own or scrolling bar moving. They were unable to perform rewind, basic occlusion and occlusion, prime/compromised force sensor system, excessive no delivery and displacement test. They were unable to verify the battery out limit alarm due to the no button response. The pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime/fill anomaly. The blood glucose at the time of the incident was 400 mg/dl. The customer stated that she was refilling the pump when it alarmed no delivery and insulin squirted out while priming. She was able to stop the insulin squirting by removing the battery. The pump alarmed battery out limit but she was unable to clear it because the esc and act button did not work. The numbers were ramping on its own and the insulin kept squirting out. Troubleshooting was not able to resolve the issue. The device was returned for analysis.